Event description:
The customer reported that the pt has a telemetry "leads off" condition and the nurses and tele techs alleged that there were no audible "leads off" alarms at the piic. No pt harm was reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.